Manufacturer narrative:
Hoya corporation pentax (B)(4) office, specification developer, registration no. (B)(4); (B)(4), inc., importer, registration no. (B)(4); ((B)(4). Event problem and evaluation codes: (B)(4). (Exemption number e2015036).

Event description:
Pentax of america initiated field correction (B)(4) which included inspection of the suction arm on affected models pursuant to predefined inspection criteria ((B)(4)). The objective of the inspection was to locate part c255-ab171 (suction arm) and verify it is not loose. If part c255-ab171 (suction arm) is found loose, the device was considered to fail the inspection criteria. The customer device was previously returned to pentax medical from a customer on 21/aug/2017 for service. Inspection of the suction arm was performed on 23/aug/2017 where the quality control inspector found the following: sn(B)(4) not applied; passed dry leak test; lightguide prong cover glass set loose; passed wet leak test; operation channel- primary, kinked at end of insertion root; suction arm loose; customer complaint confirmed. Inspection of the suction arm was performed and the device failed the inspection criteria. The scope's repairs were performed where the loose suction arm was correction, and the unit returned to the user on (B)(6) 2017. Parts replaced: o-rings and seals; bending rubber; distal joint screw m1; distal end assy with tube; insertion/s-nipple attaching screw; o-ring(1.25x3.5); suction connection tube; o-ring(1.2x3.5).